Event description:
Issue in battery issue in battery & amp and damaged front case. There was no patient involvement. (B)(6) 2018 10:01:05 rfc_repairs (rfc_repairs) po for $601. (B(6) 2018 05:49:23 (B)(6) received unit with v9.5 xd03 & ih10 showing v9.5. (B)(6) 2018 12:26:30 binh tan nguyen (btnguyen) this device is repaired during training, verified sap data entry by binh nguyen. (B)(6) 2018 12:58:57 (B)(6) (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. CAPA reference:ca-2018-0171. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4). Was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. CAPA reference:(B)(4). The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode.

Event description:
(B)(4).